Event description:
It was reported in the canadian urological association journal that a study was conducted to evaluate the impact of age on perioperative morbidity and clinical outcomes in patients undergoing greenlight laser prostatectomy for benign prostatic hyperplasia, using the greenlight xps. The retrospective review of prospectively collected data from 168 patients who underwent greenlight laser prostatectomy from may 2018 to july 2022: the non-octogenarian group consisted of 111 patients and the octogenarian group comprised 57 individuals. Postoperatively, the patients kept on mild traction with continuous bladder irrigation (cbi) for 2 hours, 2 patients required blood transfusion, 3 patients had bleeding that was not controlled by greenlight pvp and required turp for coagulation. Fifteen patients develop prolonged or severe gross hematuria, there was just 1 case of fungal urinary tract infection and 1 case of deep vein thrombosis reported. Additionally, there was a single case of febrile urinary tract infection. It was reported that 1 patient experienced a myocardial infarction, this patient was not discharged postoperatively and remained in the hospital for 14 days, including time in the intensive care unit (uci). Long-term complications included 1 case of bladder neck contracture resulting in a laser bladder neck incision and 2 cases of urethral stricture.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the canadian urological association journal that a study was conducted to evaluate the impact of age on perioperative morbidity and clinical outcomes in patients undergoing greenlight laser prostatectomy for benign prostatic hyperplasia, using the greenlight xps. The retrospective review of prospectively collected data from 168 patients who underwent greenlight laser prostatectomy from (B)(6) 2018 to (B)(6) 2022: the non-octogenarian group consisted of (B)(4) patients and the octogenarian group comprised (B)(4) individuals. Postoperatively, the patients kept on mild traction with continuous bladder irrigation (cbi) for 2 hours, (B)(4) patients required blood transfusion, (B)(4) patients had bleeding that was not controlled by greenlight pvp and required turp for coagulation. Fifteen patients develop prolonged or severe gross hematuria, there was just (B)(4) case of fungal urinary tract infection and 1 case of deep vein thrombosis reported. Additionally, there was a single case of febrile urinary tract infection. It was reported that (B)(4) patient experienced a myocardial infarction, this patient was not discharged postoperatively and remained in the hospital for 14 days, including time in the intensive care unit (uci). Long-term complications included (B)(4) case of bladder neck contracture resulting in a laser bladder neck incision and (B)(4) cases of urethral stricture.